Event description:
During cardiomems implant, an entanglement with the sheath led to a procedure cancellation. Delivery guidewire was wrapped in the pacemaker lead and sensor could not re-enter the sheath. The sheath was flushed and sensor was rotated by 180 degrees. Interventional cardiologist joined the implanting doctor and attempted to snare the lower end of the sensor during retraction. The sheath was pulled with the sensor distal to the end of the sheath and the procedure was aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
The following components were received in the return: the delivery system catheter with tethered sensor and a pinnacle terumo 11 fr sheath. The sensor had no gross damage during visual inspection. The width of the sensor was found to be within specification. The returned catheter outer diameter was found to be within specification. There were no abnormalities observed with the body or hub of the catheter during visual inspection. The returned sheath was used to reproduce the events of retracting the delivery system and tethered sensor back out. The retraction was successful by rotating the system and pulling the sensor into the tapered distal end of the sheath and out of the proximal end of the sheath. The catheter was kinked at the proximal end of the sensor tether during the reproduction of the event as the sensor was pulled out the proximal end of the sheath. The results of the investigation are unconfirmed as the senor and delivery system was successfully retracted through the sheath without difficulty.